Event description:
Reference MFR. Report #1627487-2019-04718. Reference MFR. Report #1627487-2019-04723.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Device 3 of 3. Reference MFR. Report #1627487-2019-04718, reference MFR. Report #1627487-2019-04723. It was reported the patient underwent surgical intervention to add a new lead in order to improve coverage. During the procedure the physician inadvertently removed the existing leads from the epidural space. The leads were explanted and replaced with new leads. Surgical intervention addressed the issue.